Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Patient reported left side "insecure", "does not feel safe to remain with the recall prostheses" and "nodule but it disappeared, does not know if it was due to a prosthesis or not" not related to device. The device remains implanted. Patient representative later reported cyst, seroma, and edema.